Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the cause for this issue is very likely an unauthorized third-party repair. The loosening of the ceramic tip suggests a previous third-party repair in which a third-party adhesive was used. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the tip of the resection sheath was loose; this was discovered on visual inspection after instruments were taken out of the sterile kit. There were no reports of patient harm associated with the event.